Event description:
Lumenis received a medwatch form from the FDA, sent by the user facility. The pt was undergoing surgery for stone extraction when the laser stopped functioning. This caused the surgeon to complete the surgery procedure manually. It was during the time of manual surgery that it is believed the pt received a severed ureter. The surgeon therefore felt the injury was indirectly related to the laser.